Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The stent was not returned and so the reported deployment issue and elongation issue was unable to be confirmed. The difficulty with the thumbslide was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, non-tortuous, 50% stenosed mid right superficial femoral artery. A non-abbott atherectomy device was used, and the lesion was dilated with a 6x40mm non-abbott balloon at 20 atmospheres for 120 seconds. A 6x40mm supera self-expanding stent system (sess) was advanced using a 6f 10cm sheath. The deployment lock was unlocked, and resistance was felt pushing the thumb slide. The stent did not fully deploy, so the thumb slide was slid up and down to no avail. During removal of the sess, the stent was released and the deployed successfully. The stent elongated for 10mm. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.